Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the red heart hazard alarm led remaining illuminated without an audible alarm active was confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis and a log file was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 3 days (16jun2023, 22jun2023, 17jul2023 per timestamp). Events occurring on 17jul2023 were recorded during testing at abbott. The driveline was disconnected on 16jun2023 at 21:08:07 for a system controller exchange. There were no notable alarms active in the log files that would indicate an issue with the system controller. Additionally, the pump functioned as intended throughout the log files. The controller was functionally tested and was able to support pump function for an extended duration without any alarms activating. However, during testing of the controller, it was observed that the red heart hazard alarm led was illuminated without any audible alarm being active. The controller was disassembled to investigate the internal components of the controller and upon opening the controller, fluid ingress was found on the user interface ribbon cable. Additionally, components of the main printed circuit board (pcb) near the ribbon cable connector were found to have been electrically compromised due to fluid ingress. The fluid ingress was cleaned off with rubbing alcohol and the controller was reassembled. The controller was connected to external power and the red heart led was no longer illuminated. The root cause of the red heart hazard alarm led remaining illuminated was determined to be due to fluid ingress; however, the root cause of the fluid ingress was unable to be conclusively determined. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications and was shipped on (B)(6) 2021. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. E1 reporter name: (B)(6).

Event description:
It was reported that the patient recognized solid red light on hazard alarm led on the controller with no audible alarm. The patient tried to perform a self test but the red light continued to be on. The patient then went to the hospital where the controller was exchanged by a perfusionist. No further alarms were seen after the exchange and the pump was operating as expected.